Event description:
Spontaneous call received from the patient's mother regarding the curlin moog 600cms infusion pump with serial number (B)(4) and expiration date of 11/19/2021. The device is beeping during the infusion. The display is showing error code 178. The batteries were changed, and the pump stopped beeping for a short time. The patient's mother restarted the infusion and the pump started beeping again. The tubing was reset and the pump started running again only to start beeping 20 minutes later. The patient's mother reset the battery, and again, the pump started working again. The patient's mother stated that "if the pump starts beeping again, she will reset the batteries and restart the pump to continue and finish the infusion." The patient's mother is requesting a new pump be sent out for next weeks' infusion. Reported to (B)(6) by: patient/caregiver.